Event description:
It was reported that the copilot was connected to the guiding catheter; however, before inserting the guide wire, leakage was observed from the cap of the copilot. The cap was not connected to the body of the device properly and was slightly tilted. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Leaks may occur due to, but are not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. The copilot bleedback control valve (bbcv) device contains two seals. One seal (bbc) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. Based on the reported information, the leak was due to the cap not being properly connected to the body of the copilot. It was reported that the cap was slightly tilted. Potential factors that can cause the cap not being properly attached include, but are not limited, assembled wrong during manufacturing, opening the clamp seal too far during use causing the cap to become loose and misaligned in the threads or damaged during shipping. To ensure damage to the copilot does not occur as a result of a product deficiency, all copilot bleed back control valves are subjected to a 100% visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot. Without having the copilot to examine, a conclusive cause for the misaligned cap could not be determined. However, it is not likely that the unit would pass leak testing during manufacturing, which suggests no indication of a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.